Event description:
The reporter states that he obtained blood glucose results of 120mg/dl and 29mg/dl within 10 mins on the compact plus sys. No action was taken based on the readings. No adverse event reported. New sys sent to customer and return requested.